Manufacturer narrative:
This lead was surgically abandoned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device replacement procedure, this right ventricular (rv) lead was surgically abandoned and replaced. The physician reported the pacing threshold measurements had increased and r-wave sensing had diminished. An episode was stored for nonsustained ventricular fibrillation (vf) that showed oversensing of noise on the rv channel. The shock impedance had increased but was not out-of-range, at 97 ohms. The new lead and device were implanted without complication. No adverse patient effects were reported.